Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog#: igtcfs-65-2-uni-celect-pt. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k): k121629. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: "filter has tilted to the extent that is has not been able to be retrieved. One failed attempt. They are going to schedule another attempt to retrieve the filter again in the near future. I do not have the lot number at the moment". "The filter had tilted from when the patient had been giving birth, which made it unable to retrieve because the hook was against the wall of the vena cava, when the retrieval procedure had taken place. I have no further details at the moment. From the customer product complaint would not be necessary as the patient was post partum and that it was patient anatomy and not product related". Patient outcome: "they will need to attempt to retrieve the filter again in another procedure". Patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: investigation is based on event description only. No imaging was provided and no product was returned. Therefore, it would be inappropriate to speculate at what may or may not have caused the filter to tilt and the following inability to retrieve it. However, it is noted that a second attempt is required to retrieve the filter, but that "the patient was post partum and that it was patient anatomy and not product related." Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.